Manufacturer narrative:
A4: unk a5: unk a6: unk h6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 13.2mm vticmo13.2 implantable collamer lens, -16.50/+4.5/088 (sphere/cylinder/axis), tore/broke during loading. The lens was not implanted. The cause of the event was unknown.